Event description:
A user contacted the manufacturer regarding the sound abatement foam correction/removal. There is an allegation the patient experienced nausea and passed away on the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam and became degraded and caused the patient to have nausea and passed away. The reported event of to have nausea and passed away and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There is no report of medical intervention being required. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this updated report will be filed. Section g3 in the previous report was kept as blank, should have been '02/17/2022'. Section h6 updated in this report.